Event description:
This is the first of three reports (same facility, 2 have same product ID (and same lot number), different patients). Linked to mfg reports: 9612007-2016-00031 and 9612007-2016-00032. On (B)(6) 2016, the ip1p licox luer-lock connection between ptio2 and the introducer become unscrewed and the fiber came out of the introducer. There was 3 (three) hours loss of patient monitoring and a risk for infection. Another device was implanted 3 hours later. The hospital considered it a minor incident and no patient injury or death was reported.

Manufacturer narrative:
Integra has completed their internal investigation on 30 sep 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the cc1p1 licox probe was received connected on the ip1 introducer, screwed to the bolt. The possible luer connections with the protection tube and with the introducer were verified and found functional, without anomaly. The compression cap screwing on the bolt is also correct. Screwing was performed without anomaly , ensuring correct fixation of the probe. Unscrewing was normal. The probe presents a kink at its distal end, without breakage nor tear. The complaint is not verified on the received product, mechanical connections are correct if screwing is performed correctly. The device was manufactured by gms. The device history records of ref ip1p, lot 290316 were reviewed and did not reveal any anomaly. The batch was manufactured in march 2016 and included (B)(4) products. No similar complaint was received for a product from this batch. The review of integra complaint tracking database since 2013 revealed a total of seven (7) similar complaints (including this one) of connection issues with cc1p1 and related kits. No complaint was received in 2013 and in 2014. Four complaints were received in 2015 (3 from the same hospital but they were not using the integra introducer). One complaint was received in 2016, (not using integra introducer) and two received from grenoble hospital. None of these complaints were verified. This review does not conclude to a negative trend. (B)(4). Conclusion: the complaint is not verified on the received product, mechanical connections are correct if screwing is performed correctly. The exact root cause of the reported unscrewed connection could not be determined. Given the investigation results and the history of use of the product, no further investigation nor corrective action is deemed required. Instructions for use are deemed adequate.